Event description:
It was reported that, during an unknown laparoscopic pediatric surgery, immediately after starting the surgery, it was noticed that the tissue pad was detached when tried to use it, so it was replaced with a replacement. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: s the white tissue pad completely missing from the clamp arm of the device? Yes. Could you please provide the lot/batch number? Z7041j. It was received a report that the tissue pad was detached while the product was brand new and unused. Therefore, there is no bleeding or tissue damage. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.